Event description:
During a routine f/u, the device was found in standby mode. In addition, the programmer showed a battery impedance message. The device was successfully re-initialized and remains implanted.

Manufacturer narrative:
On jan 12, 2010. This event concerns a device that was mfg and used outside the u.s. (B)(4) = device found in standby mode. Review of the electronic data and files received. The switch to standby mode resulted from an alteration of device memory data. As described in the labeling, standby mode is a safe mode of operation. The low battery impedance was normal considering the device age and operation. The root cause of the alteration most probably resulted from a soft error. Normal behavior was restored upon device re-initialization. Conclusion: the switch to standby mode resulted from an alteration of device memory data. As described in the labelling, standby mode is a safe mode of operation. The root cause of this alteration could not be identified with certainty, but the most probable hypothesis would be a soft error ("single event upset" or "bit-flip" - i.e. A change of state of one bit) due to the interaction between the memory microchip and a high-energy ionizing particle. This is a well known and non-destructive phenomenon in microelectronic circuits. However, potential source of interference should be checked to determine the reason for this switch (such as a strong interference, medical environment...). Normal behaviour was restored upon device re-initialization. The low battery impedance was normal considering the device age and operation. Because this event did not lead to any pt issue, and is not related to any implant anomaly, no further action is needed for this case.